Event description:
On (B)(6) 2013, it was reported that the vns patient has been having an increase in seizures, above pre-vns baseline levels, since the vns was turned on (B)(6) 2013. The patient was programmed to output=0.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet left disabled on (B)(6) 2013 and then seen again two weeks later when her normal mode output current was increased to 0.5ma and the magnet was programmed to 0.25ma. Sometime after being turned on to 0.25ma the patient was starting to have an increase in seizures so the physician added some medications. After the patient was increased to 0.5ma, she got much worse and ended up in the hospital. The patient's vns has since been disabled and the patient is currently still in the hospital. It was stated that the patient has had similar episodes when she is sick or stressed, so it wasn't clear if the stress from the implant and turning the vns on was a possible cause and not directly related to stimulation. There was no recent illness during this time or any other event that was known to have triggered this recently seizure increase according to the physician and family. The physician is waiting for the patient to get back to baseline levels so they can rechallenge her with the therapy.